Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had been catheterizing more in the last 2 days and felt as though they were not getting therapy (since (B)(6) 2019). They also mentioned that the therapy sometimes felt like ¿it is pinching¿. This had occurred since implant. It was also reported that the patient was unable to increase the stimulation after changing the batteries in the controller. During the report, the patient was instructed to synchronize the controller to the ins and it was confirmed there was a stimulation on message. Troubleshooting resolved this issue. There were no further complications reported or anticipated.